Event description:
It was reported there was a loss of telemetry. No interrogation was possible. The device was explanted and replaced. No patient complications were reported as a result of this event

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed a no telemetry condition. The depleted battery and high current drain was confirmed. The cause of the anomaly was a solder bridge on an integrated circuit.